Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that on (B)(6) 2021, the ins and lead were removed by the doctor. The explant took place because the patient was experiencing symptomatic brain fog and confusion since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient¿(pt) was having issues with recharging and were seeing 1707 error code. The pt stated it will connect for a second but then it stops and goes to searching. The pt stated that it also turns off sometimes and they have to turn it back on again. The pt stated that they never had issues until yesterday. Patient services walked through the following: ensuring pt was wearing the recharging belt snug, sitting while leaning forward and crossing leg, repositioning recharger 2 cm from the original location, and closing out of apps and restarting handset and recharger. After resetting recharger, the pt reported seeing error code 3167. The pt reported that they can't really feel where the implant is located. The pt stated that they needed to go to work and weren't interested in continuing to troubleshoot on the call. The issue was not resolved through troubleshooting. T the patient also reported that they have been experiencing dizziness, fogginess and headaches since the device was implanted. The pt stated that the doctor suggested turning stim off and when they turn it back on, they get more dizzy. The pt reported getting an MRI on their brain tomorrow to find out what the issue could be as they are not certain if it's the device or not. On (B)(6) 2021 (con, rep) (B)(4) additional information was received from the patient who reported a 1707/coupling issues error on (B)(6) 2021 the following troubleshooting steps were performed; located the ins by looking for incision and/or palpating the ins, repositioned the recharger, apply comfortable pressure to the recharger or consider tightening the recharging belt, recommended patient lean forward while sitting to optimize ins position, recommended moving away from possible sources of emi. Patient said it takes a long time to charge because the charger keeps losing connection or shutting off. Patient met with the hcp (healthcare professional) who contacted the rep who recommended calling to possibly get a different charger. Patient said recharger will connect to the ins for a second then go back to searching. Patient has had problems charging since the beginning. Patient said the doctor and nurse helped them and it took an hour and a half to get the ins charged. Patient is an hour away from the doctor's office. Patient first said they can feel the ins through the skin then later said they have to push painfully hard to feel the ins through the skin. Patient moved away from powered on computer. Reviewed placing the recharger right on the ins then on all 4 sides and holding the recharger in each position for 20-30 seconds. When recharger was directly on top of ins the patient had an excellent connection for moment then good then back to searching this was the only position the patient was able to connect to the ins in. Patient tried leaning forward and crossing legs. Patient said the hcp said there could be something going on with the sensors in the ins. Patient said they were able to adjust settings in the office with no issues. Patient said they are thinking about having the device removed because they are having side effects and they are not sure if they are related to the device or not. Patient is having migraines and dizziness. Patient said they have had the ins off more then on and is a more dizzy when the ins is on. Patient said they don't feel well at all since they got the device. Patient said they also had a covid shot and the hcp says the side effects are from the shot. The issue was not resolved through troubleshooting. An email was sent to the repair department and the recharging equipment was replaced. The manufacturer's rep noted they wouldn't be able to obtain the logs. Additional information was received from the patient on 2021-07-01 they reported that they received replacement on saturday and said that their physical symptoms did not improve actually became worse, patient thought they would black out, was feeling tingling all over so she turned therapy off. Patient was able to reach her physician on saturday and is scheduled to have system removed on tuesday. Patient spoke to a nurse and was told that is possible that a nerve was hit and contributing to issues. No further complications were reported/anticipated at this time.